Manufacturer narrative:
The complaint investigation for false positive architect sars-cov-2 igm results included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Patient samples were returned however one sample within the bag had leaked potentially contaminating the other samples, therefore no testing was performed. In-house testing for reagent lot 21679fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 21679fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer reported positive results for one patient when testing was performed with architect sars-cov-2 igm, lot 21679fn00. Sid (B)(6) was collected on the (B)(6) 2020 returning a positive igm result of 13.92 index and a negative igg result of 0.07 index. The sample was retested (sid (B)(6) ) on the (B)(6) 2020 using another reagent kit of the same lot returning a similar positive igm result of 12.10 index. The patient tested pcr negative. In this case, no information was provided in relation to symptom onset. Additionally, the second sample collected was also tested on another unspecified method with a positive igm result returned. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation architect sars-cov-2 igm reagent lot 21679fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igm reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number: 06r87-22 that has a similar product distributed in the us, list number: 06r87-20.

Event description:
The customer reported a false positive architect sars-cov-2 igm for a patient. The following data was provided (reference range: < 1.00 index = negative, >/= 1.00 index = positive): the patient sample was tested on (B)(6) 2020; sid: (B)(6) = sars-cov-2 igm result = 13.92 index (positive), sars-cov-2 igg result = 0.07 index (< 1.4 index = negative), pcr method = negative . On (B)(6) 2020, the patient sample was repeated using the same lot but different kit of the architect sars-cov-2 igm assay and generated a result of 12.10 index (positive). The customer is using a diagnostic algorithm which is when igg and igm are tested and if one assay is positive, the molecular testing is performed. There is no impact to patient management reported.